Manufacturer narrative:
Batch review performed on 24-oct-2022: lot 176521: (B)(4) items manufactured and released on 23-jan-2018. Expiration date: 2023-01-14. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported case during the period of review.

Event description:
The patient had a primary hip surgery on (B)(6) 2018. In (B)(6) 2022, the patient came into the ER because of a periprosthetic fracture and the cause is unknown. The surgeon revised the stem and head to competitor components and the surgery was completed successfully. Presently, on (B)(6) 2022, the patient came in reporting pain due to a competitor subsided stem and the cause is unknown. The surgeon revised the competitor stem and head and medacta liner. The surgery was completed successfully.